Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 140 mg/dl and 40 mg/dl. Customer was feeling hypoglycemic with the readings and self-treated (treatment not provided). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, strips are not available for return. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.